Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for analysis. It should be noted that the perclose proglide instructions for use (IFU) states: the perclose proglide smc system is indicated for the percutaneous delivery of suture for closing the common femoral artery access site of patients who have undergone diagnostic of interventional catherization procedures. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The patient effects are potential adverse events. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the mildly calcified right superficial femoral artery (sfa) was successfully completed using a proglide device with a 6f sheath after a heart catherization diagnostic procedure on (B)(6) 2018. Reportedly, the patient had symptoms of pain in the leg where the proglide sutures had been placed. On (B)(6) 2018, at another hospital, a contra-lateral angiogram was performed to determine if there was a blockage of occlusion from the proglide sutures. It was determined from the angiogram that there was no blood flow going through the vessel as the vessel was occluded. The physician believed that the sutures of the proglide device had captured the vessel wall, suturing the artery closed and causing the occlusion. A guide wire was inserted, a balloon was inflated and an absolute pro self expanding stent was implanted with good blood flow. The contra-lateral access site was closed successfully with a starclose se device. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.